Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility's materials manager reported to corporate product surveillance regarding an interlink continu-flo solution set in which leaking was observed where the male luer is connected to the female luer of the unknown carefusion extension set. This condition occurred during infusion. There was patient involvement, but there was no report of patient injury or medical intervention in association with this event. The infusion was running less than two minutes before the leak occurred. The following information was asked but unknown: the medication/drug being infused, lot number. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.